Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: failure rate and conductor externalization in the biotronik linox/sorin vigila implantable cardioverter-defibrillator lead. Heart rhythm. 2016;13(5):1075-1082.

Event description:
A journal article was received which contained information regarding this patient's lead. The article indicated that the lead had "failed". The specific failure was reported to be an increase in pacing thresholds, decrease in r-wave amplitude and a decrease in the pace/sense impedance. The status of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there was no additional information available.